Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during testing of their new device they observed that the device service indicator was on and the device was frozen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio removed the power module assembly and the rest of the device was sent to scrap. The customer received a replacement device. Physio further evaluated the removed power module assembly and determined that the cause of the reported issue was due to process residue on filter, designator fl10.

Event description:
The customer contacted physio-control to report that during testing of their new device they observed that the device service indicator was on and the device was frozen. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.